Manufacturer narrative:
(B)(4). Lot number: 120525, 120614; quantity affected: (B)(4); manufacturing date: 05/25/2012, 06/14/2012. Method: the complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4) and were visually inspected. Results: visual inspection of the chamber with lot number 120525 revealed the dome was cracked above the brackets, which stretched along the base. A residue was also found on the cracking. A lot check revealed no other complaints of this nature for this lot number. The dome of the chamber with lot number 120614 was found to be slightly pulled out of the aluminium base, below one of the chamber ports. A lot check revealed no other complaints of this nature for this lot number. Conclusion: based on the nature of the cracking and residue observed on the returned chamber with lot number 120525, it can be concluded that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" the damage observed on the returned chamber with lot number 120614 is similar to the results of our previous investigations wherein the chambers were left running dry during sipap therapy. It is known that sipap ventilator is capable of producing pressures in excess of (B)(4). The integrity of the chambers can be affected when pressures exceed (B)(4). Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290 chambers would have met the required specification at the time of release for distribution. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". "Use of the mr290 above the maximum operating pressure [(B)(4)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the aluminium base of an mr290v vented autofeed humidification chamber. This was observed on two mr290v chambers during set-up.

Event description:
A healthcare facility in (B)(6 )reported to a fisher & paykel healthcare (fph) field representative that water leaked at the aluminium base of an mr290v vented autofeed humidification chamber. This was observed on two mr290v chambers during set-up.